Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. It was reported that the pt presented emergently with severe abdominal pain. The CT demonstrated a second 6 cm aneurysm above the original aneurysm, slightly below the renal arteries. The stent graft has migrated into the aneurysm sac resulting in a type I endoleak. The physician elected to place three aortic cuffs to exclude the second aneurysm as well to seal off the original aneurysm. The physician thinks that since there was 15 mm gap between the top of the original aneurysm and the lowest renal artery, it is possible that at the time the original stent graft was placed it may have been placed too low. The physician feels disease progression also contributed to the migration, however, it is secondary to the low placement of the stent graft. The pt was reported to be fine and no add'l clinical sequelae have been reported.